Event description:
It was reported, via a survey response that the pt's pump had failed. An infection was also reported. The pump was removed. Specific symptoms were not reported. The report also indicated that the pt's ability to perform daily activities had somewhat improved with the use of the device. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.